Event description:
Caller reported a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to remove the cartridge and deliver a 9-unit bolus, which completed successfully. However, the caller was unable to reload the original cartridge, so with assistance, a new cartridge was loaded using the proper technique, allowing the resumption of insulin therapy. The issue was resolved.